Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this newly implanted right ventricular (rv) lead exhibited increased pacing threshold measurements since implant, intermittent loss of capture, and pacing not delivered when required. The patient was therefore hospitalized. Additionally, the patient experienced a syncopal episode. A surgical revision was performed, and it was noted that the lead was dislodged. The lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.